Event description:
The patient underwent the successful coil embolization procedure of the basilar artery (ba) aneurysm. The procedure was complicated by an embolism with subsequent ischemia. Immediately post procedure the patient was stable. Twenty eight days post procedure the patient was discharged with improvement and good recuperation. No other information was provided.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.